Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the dissector balloon had a hole. The trocar balloon, lock collar, obturator, inflation syringe and insufflation bulb appeared intact. A functional evaluation found that the trocar balloon was inflated, no leaks detected. The obturator was inserted and remove from the trocar with no resistance. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the hole in the balloon may occur due to contact with sharp instruments. The instructions for use (IFU) cautions: "care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments.¿ the root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal repair, the balloon was impossible to put through trocar and had to lubricate before. A new device was used to complete the case. There was no patient injury.